Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on 24-aug-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2015 in an uncomplicated procedure (she was 6 week postpartum). Additional information from 11-sep-2015 (ptc result). On (B)(6) 2015 the patient was complaining of severe pain and requesting removal of her devices. The physician asked if he could remove the devices hysteroscopically (after l/s visualization of the tubes to eval for perforation) and then perform an l/s salpingectomy for sterilization. He could probably get surgery scheduled by following week. Product technical complaint (ptc) investigation received. Ptc global number: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported adverse events and a quality defect. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had severe pain after essure (fallopian tube occlusion insert) insertion. Physician is planning to perform surgery for devices removal. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, the patient contacted the physician complaining of pain a few days after essure insertion. She requested devices removal and physician is planning the procedure by following week from this report. Considering event's nature and its close temporal relationship with essure placement; causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention will be required for essure removal. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported adverse events and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Internal communication received on 07-dec-2015: the required number of follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had severe pain after essure (fallopian tube occlusion insert) insertion. Physician is planning to perform surgery for devices removal. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, the patient contacted the physician complaining of pain a few days after essure insertion. She requested devices removal and physician is planning the procedure by following week from this report. Considering event's nature and its close temporal relationship with essure placement; causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention will be required for essure removal. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported adverse events and a quality defect. Further information could not be obtained.